Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of provided x-ray images confirmed the reported patella tilt. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). (B)(6). Clinical adverse event received for abnormal x-rays - patella lateral tilt : abnormal radiographic evaluation. Event is not serious and is considered mild. Event is definitely not related to device and definitely related to procedure. Doi: (B)(6) 2005 primary tibia and patella; dor: (B)(6) 2010 revision femur and insert; doe: (B)(6) 2019; (left knee). Unable to resolve: following w/ serial x-rays. Depuy components used in primary and first revision procedure: catalog ID: 864182, lot: 1895002, component type: tibial, description: pfc tibial cemented 76mm x 51mm. Catalog ID: 960102, lot: 1943573, component type: patellar, description: oval dome patella 3 peg sz 38. Catalog ID: 196040400, lot: ea4bs4, component type: femoral, description: sigma hp post/stab fem lt sz 4. Catalog ID: 158124008, lot: d1a2l4000, component type: insert, description: sigma bannister post/stab gvf insert 4 8mm. Catalog ID: 129453235, lot: e1dkv1000, component type: sleeve, description: universal femoral sleeve. Catalog ID: 867428, lot: ev1gk1000, component type: stemext, description: universal revision stem ext fluted 115 x 14mm. Catalog ID: 960781, lot: ea4bs4, component type: adapter, description: sigma femoral adapter 5 degree. Catalog ID: 960783, lot: ej4lw1000, component type: adapter, description: sigma femoral adapter bolt neutral. Catalog ID: 3122040, lot: 3106434, component type: cement, description: smart set mv bone cement 40g (at revision on (B)(6) 2010 for femoral construct only).